Event description:
It was reported that the fiber cap detached inside the pt during a prostate procedure. The joule count accumulated on the fiber at the time of the cap detachment was not reported. The cap was retrieved. The procedure was completed with a second fiber. There was no pt injury.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The joules used could not be confirmed as the fiber card was not returned. Failure analysis disclosed that the fiber cap was detached. The fiber damage would result in forward firing. The customer complaint was confirmed. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/ or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber and accelerating cap wear.